Manufacturer narrative:
(B)(4) device evaluation: the reported condition was confirmed but not duplicated. The assignable cause was a broken door assembly latch area. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Additional: a service history review revealed no previous service events were related to the reported condition. Baxter discontinued service and ceased all design related support on flo-gard 2m8063 (6201) and 2m8064 (6301) in the u.s. Region as of december 31st, 2010. Baxter will continue to collect product complaints, but periodic monitoring/trending and analyses of the u.s. Complaints for product improvements will no longer be required. Baxter will continue to monitor and report on death and serious injury events and follow existing escalation processes to assess the impact on patient safety.

Event description:
The facility representative contacted baxter to report a flo-gard pump in which there was an "occlusion fail". There was a failure to alarm. The event occurred during testing. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4).a follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.